Event description:
The patient reported that the pump is very hot to the touch. Reported it feels very hot near the battery compartment. The patient states the battery is hot as well. Reports no moisture or corrosion in the pump or on the battery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.